Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.

Event description:
A greenfield filter was implanted on an unknown date. On an unknown date it was noted there was a perforation. No further patient complications were reported.

Event description:
A greenfield filter was implanted on an unknown date. On an unknown date it was noted there was a perforation. No further patient complications were reported. It was further reported on (B)(6) 2017 a computed tomography (CT) of the abdomen was performed and revealed a perforation. The infrarenal ivc filter was noted. It was noted that there was apparent extension of the distal aspect of the legs beyond the ivc lumen. No significant tilt was noted. No atheromatatous calcifications of the aorta or branch vessels were noted. No further patient complications were reported in relation to this event.

Manufacturer narrative:
Date of event: unknown; therefore, date is approximated.